Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The complaint was not confirmed, as the device was not found to be broken in 2 or more pieces. However, issues were found that would affect the main functionality of the device. The tissue seal was missing, therefore it was replenished. The values of the keypad assembly were out of range, therefore the hand control set was replaced. A short circuit was detected in the motor cable, therefore the motor cable was replaced. The missing tissue seal was most likely caused by user mishandling, therefore is a root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the short circuit. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/23/2017 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service as the device is broken.